Event description:
Data investigation confirmed an unexpected cgm app shut-off as an app launch with no prior kill swipe, os/app update, crash file, sql error, or device battery depletion was found on (B)(6) 2024. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).